Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob and connector are intact and secured; the control knob is attached and aligned with fiber and can rotate the fiber. Due to the observed circumferential fracture at distal side, the potential for forward firing may exist. Based on the observed circumferential fracture at distal side, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in the observed circumferential fracture.

Event description:
Analysis of the device found that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. Based on device analysis, the potential for forward firing may exist. There were no clinical consequences to the patient.